Manufacturer narrative:
Due to system limitations, the following was not included in section h6: health effect - clinical code: 1816 - dyspnea. Health effect - clinical code: 1849 - fatigue. Health effect - clinical code: 4868 - hemodynamic instability. Health effect - clinical code: 2607 - weight gain. Health effect - clinical code: 1880 - headache. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) for volume overload, dyspnea, and fatigue. They were then seen in the clinic and started on digoxin, and had their spironolactone increased for suspected right ventricle (rv) failure. The rv failure was noted to have existed pre-left ventricular assist device (lvad) implant and had not worsened since implant. Their international normalized ratio (inr) was subtherapeutic at 1.5 and their warfarin was increased to 3 mg. They had been doing well until noticing weight gain, abdominal distension, and progressive orthopnea and dyspnea that started on exertion and progressed to at rest. They reported compliance with medications, although they had not been able to pick up the new aldactone (spironolactone). The patient denied nausea/vomiting/diarrhea, lightheadedness, syncope, vision changes, productive coughs, fever, or chills. They did report occasional driveline exit site drainage and headache. Wound cultures were taken and were positive for a diphtheroid corynebacterium species, with many gram-positive rods and few gram-negative rods. The infection was determined to have begun on (B)(6) 2025 and was being treated with doxycycline antibiotics. The gram-negative rods seen on the gram stain were not recovered aerobically. The patient was noted to have a history of deep vein thrombosis post-warfarin reversal, though no thrombosis was found. The patient was noted to be stable at the time and was to be monitored.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had a history of deep vein thrombosis (dvt) with an onset prior to left ventricular assist device (lvad) implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump operating as intended. No notable events or alarms regarding an issue with the pump were observed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection (local, driveline or pump pocket infection) and right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Additionally, this section (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.